Event description:
Tech alleged that the siderail would not latch. No one injured.

Manufacturer narrative:
The tech found the siderail weldment was bent. The tech replaced the bent siderail weldment and pin to resolve the issue.